Event description:
It was reported that the device showed system failure: primary audio alarm power on self-test (post). During device evaluation, it was found that the pump showed acu watchdog failure in addition to the primary audible alarm post.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. The cause was identified to be a defective interconnect printed circuit board and speaker. The pcb and speaker were replaced to resolve this issue.